Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 402458 rv lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that there were lead polarity warnings on the atrial and ventricular leads as well as over-sensing. The leads remains in use. No patient complications have been reported as a result of this event.